Event description:
It was reported that holter monitoring of the patient revealed right ventricular intermittent loss of capture and sensing. The patient was brought into the clinic and the right ventricular lead exhibited low impedance. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.